Event description:
During an interrogation of the associated ICD several ventricular oversensing episodes were found in the memory. Reportedly, such episodes were also found in 2012, which prompted an adjustment to the persistence. The subject lead remains implanted.

Event description:
During an interrogation of the associated ICD several ventricular oversensing episodes were found in the memory. Reportedly, such episodes were also found in 2012, which prompted an adjustment to the persistence. The subject lead remains implanted.